Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events. 170 events were reported for this quarter. Product return status. 14 devices were received. 156 devices were evaluated in the field. Additional information. 170 devices were not labeled for single-use. 170 devices were not reprocessed or reused.

Event description:
This report summarizes 170 malfunction events in which the device had paint chips missing. 170 events had no patient involvement; no patient impact.